Event description:
It was reported there were excessive ground pad errors; at least one time per case. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition, with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. There were no problems found. The unit was powered up on one unique day in the field. The error log does not contain any entries other than the fact that it was powered up on the same day that it arrived in the field. The unit passed final testing and was recertified for use.